Manufacturer narrative:
This report is submitted on july 01 2020.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the implant site. The patient underwent revision surgery (date not reported) to remove the excess skin and was subsequently treated with oral antibiotics for 2 weeks. Additional information has been requested but has not been made available as of the date of this report, july 01 2020.